Event description:
It was reported that the right atrial lead had no capture and no sensing at maximum output. The lead appeared to have dislodged and an insulation break was suspected. The lead was replaced and removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis, it was reported that the outer insulation was breached, there was blood/fluid on the proximal conductor (non-obstructing), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, and there was blood in/on the helix/lobe mechanism and mechanism sleeve head.